Manufacturer narrative:
Concomitant medical products: logic femoral component 02-010-03-0340 (B)(4). Logic fit tibial tray size 4f/4t 02-012-45-4040 (B)(4). Optetrak 3 peg patella cemented size 38mm 200-02-38 (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the (B)(6) y/o male patient had a rtka procedure done approximately 5 weeks ago, since the procedure his infections markers have increased. The removal of liner and wash out of joint space was completed approximately 2 weeks ago. Patient was last known to be in stable condition following the event. The product is not available for return, disposed by hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, the 63 y/o male patient had a rtka procedure done approximately 5 weeks ago, since the procedure, his infections markers have increased. The removal of liner and wash out of joint space was completed approximately 2 weeks ago. Patient was last known to be in stable condition following the event. The product is not available for return, disposed by hospital. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.